Manufacturer narrative:
(B)(4).

Event description:
It was reported ", during the process of implanting the catheter into the patien', the balloon damaged, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the peel away sheath was on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. The stylet was noted inserted in the central lumen. The central lumen was noted broken and completely separated from the distal tip. Under microscopic inspection, the separated end of the central lumen was noted sanded and evidence of adhesive was noted on the separated end of the central lumen, which indicates that the iabc central lumen was previously bonded to the iabc distal tip. The central lumen pierced the bladder membrane at approximately 68.6cm from the luer end. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0064in and was within specification of process document. Destructive test was performed to inspect the interior surfaces of the iabc distal tip. During the destructive test, the iabc bladder was cut near the iabc distal tip and microscopic inspection was performed. Upon mi-croscopic inspection, evidence of adhesive was noted within the interior surfaces of the iabc distal tip. A device history record (DHR) review was conducted for the lot number with no relevant find-ings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon damaged" is confirmed. During the investigation, the iabc central lumen was noted separated and no longer attached to the iabc distal tip, which caused the reported complaint. Furthermore, upon further inspecting, evidence of previous bond of the iabc central lumen to the iabc distal tip was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the iabc central lumen and distal tip separation. The probable root cause of the complaint is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported ", during the process of implanting the catheter into the patien', the balloon damaged, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".